Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient got a new device put in their left side after the old one was removed due to infection. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va13f4t, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient showed infection in the pocket where the buried lead was located during the procedure. The healthcare professional (hcp) removed the lead. The rep stated the patient mentioned to the healthcare professional¿s staff she has cats that scratched at the site. The rep stated the hcp removed the lead completely during the procedure. The rep noted the issue was resolved at the time of the report. The rep noted the hcp performs bilateral lead implants per her decision of the interstim patients. The patient was scheduled for a left implant with an existing buried left lead. The patient let the staff know she had cats that had scratched her at the implant site. The rep noted upon opening the pocket, the hcp said that there was an infection and made the decision to remove the left lead entirely and did not an implant an implantable neurostimulator (ins) to the left lead. The right side had no infection. The patient was listed as alive no injury at the time of the report. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.